Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 103-140mg/dl fasting. Verified the strips expire 01/23/2017. Customer confirms the strips were first opened in the first week of august and have been stored properly. Customer performed back to back blood test 253mg/dl and 247mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: customer is concerned with all the results in the meter memory since they are over 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 103-140mg/dl fasting. Verified the strips expire 01/23/2017. Customer confirms the strips were first opened in the first week of (B)(6) and have been stored properly. Customer performed back to back blood test 253mg/dl and 247mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:customer is concerned with all the results in the meter memory since they are over 140mg/dl. No adverse event reported.